Event description:
Per the clinic, the patient reported loss of sound subsequent to sustaining a head trauma in (B)(6) 2013 (specific date not reported) and subsequently lost connection to the internal device. The implanted device remains.there are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(4).